Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing intermittent heating at the ipg pocket for the past few months. The pt reported she experienced the heating 1 to 2 times per month and it lasts a few minutes each time. The pt reported the issue was uncomfortable, and was unrelated to charging the ipg. Follow up identified the sjm representative met with the pt for troubleshooting and the issue was resolved.